Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) rate/sense channel exhibited by this implantable defibrillation lead. The noise resulted in long pauses in pacing and two non-sustained episodes. It was noted that the patient did not remember what they were doing at the time of the observed noise, and isometrics and hand movements did not recreate the noise. To date, there have been no reported adverse patient effects associated with this clinical observation.

Event description:
--

Manufacturer narrative:
(B)(4). A boston scientific technical services (ts) consultant reviewed the electrograms (egms) and observed noise that appeared to be myopotential noise causing long pauses in pacing. Ts recommended programming options and possible lead repositioning. Additional information was provided that the pace/sense portion of the defibrillation lead was surgically abandoned; the shock portion of the lead remains in service. A new pace/sense lead was successfully implanted in the right ventricle. As of today, the available information suggests this device and newly implanted lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was subsequently explanted for normal battery depletion and was returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4).